Manufacturer narrative:
The device was not returned for evaluation however the provided photographic evidence exhibits the reported failure. At the time of the event, this lot of devices had expired. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 18 complaints regarding 38 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; do not open the package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. Always use the lowest power settings to achieve the desired surgical effect. Prepare the skin at the application site according to facility protocol; if no protocol exists, clip excess hair at the application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. The pad should be applied to the patient with the long side of the pad perpendicular to the direction of current flow from the operative site. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the 400-2100, macrolyte pad, caused a 2nd degree burn on the patient's left thigh. It left a burn approximately 1in in diameter. It was treated with bacitracin and a bandage. The patient's current status is stable. She does have a follow up scheduled with the doctor. The burn was noticed at the end of the procedure when the patient complained of pain. On (B)(6) 2019 the patient reached out directly to conmed and provided the following additional information; at the end of the procedure she felt a powerful shock up her leg, at that point she screamed and ripped the pad off. At that point the 2nd degree burn was noticed. She was offered pain medication but could not take that. She continued treatment at home with topical antibiotics, the burn worsened and became infected. She has returned to the doctor's office several times. This report is being raised ddu to patient injury.